Event description:
It was reported that when the asymptomatic patient presented in-clinic during a routine follow-up, post-paced t-wave oversensing was noted. Atrial noise reversion and auto mode switch episodes of very short duration were also observed. It was speculated that the atrial nosie reversion episodes coincided with corvue measurement schedule. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.